Event description:
It was reported the tip of the catheter broke off when placing the guidewire in the catheter & prior to inserting into the patient. The doctor used another of the same make & type to successfully complete the procedure.